Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed oversensed noise on atrial and shock channel. The patient had chest pain and some fatigue. Additional information was received and indicated that right atrial (ra) lead exhibited pacing inhibition at this time that led to greater than two seconds of asystole. The ra lead was surgically abandoned and capped. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Additional information received indicates this device was explanted and replaced as a result of a an unrelated product performance issue. The details of this issue can be found in report 2124215-2017-09336.